Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use for theraseed palladium-103 devices with sourcecap bioabsorbable caps was reviewed. There is a diagram depicting 40 degrees celcius (c) (104 degrees fahrenheit) as the upper temperature limit. Additionally, there is a warning in the body of the text stating not to store the seed / sourcecap assemblies at temperatures above 40 degrees c. (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the seeds were stuck together. The case started at 9:38 am. It was not until 10:47 that some of the seeds were able to be taken apart. It was reported that the cartridges and "uni-seed(s)" were dropped into heated water until they softened enough to get apart. The bladder was scooped at 11:15 and the all clear was given. It was alleged that the facility's transfer shield was too hot for the product. (B)(4). It was reported that due to the seeds being stuck together, the patient was under anesthesia longer than normal (greater than one hour delay in procedure 9:38-10:47). The complainant alleged that when the facility transferred the seeds from the transfer shield that the seeds came in, to their own transfer shield, that the facility's transfer shield was too hot from the sterilization process that they had put the shield through.